Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not pass high pressure test and also had under delivery. The customer blood glucose level was 17 mmol/l to 19 mmol/l, 26 mmol/l. The customer pass auto test with alert to replace battery. The customer took insulin pen. The customer feel ok to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.